Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment of a broken connector, both output connectors were broken. It was additionally noted that the lower case was broken and contaminated, the hanger assembly was broken, the keypad window was scratched and two case screws as well as the main seal were contaminated. All found defective parts were replaced and all other identified issues were resolved. The electrical and mechanical parts were inspected, the device was re-calibrated and functionally tested and passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular connector of the external pulse generator was broken. The generator has been returned to service. No patient complications have been reported as a result of this event.